Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. This device is purchased from a vendor. It is inspected per qc which verifies the coated core wire outside diameter, appropriate coil and core wire material, specified length of overall guide, sufficient solder flow at joints are secure, that gage will pass through specified gage, coated surface is free of defects end is rounded smooth, verify coating is smooth without ruins, peeling or flaking of the coating, torque test to ensure guide will not "whip" or "jump" when rotated 360 degrees. An examination of the returned wire guide did not provide any evidence for a root cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning table) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult in separation when the force exceeds design spec. Once the tip was 'embedded into the occlusion" the force to withdraw exceeded the design of the device. In the absence of any detail concerning this complaint the root cause cannot be determined. Root cause is inconclusive. We will continue to monitor for similar complaints. No actions are necessary at this time as there is insufficient risk per quality engineering risk assessment.

Event description:
The wire was advanced into a cto. The tip of the wire got embedded into the occlusion and came unraveled. When the wire was removed, it was noticed that the tip of the wire missing. (The tip of the wire remained inside the pt). Per sales rep, the physician is not going to perform any add'l procedures to remove the embedded wire tip.